Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for blank display. The customer¿s blood glucose was unknown. Customer deal as esd, but have no effect. The customer's blood glucose was normal and didn¿t require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had blank display due to faulty component on the interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump had minor scratched display window.